Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/10/2023, the patient was experiencing lightheadedness and dizziness. The patient¿s cgm was reading 400 mg/dl. No bg meter comparison was done at this time. The patient decided to drive himself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 513 mg/dl. No cgm comparison value provided at this time. The patient was treated with IV insulin while in the ER. The patient was in the ER for less than 24 hours before being discharged home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.